Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing leaked during use. The following information was provided by the initial reporter: "tubing was leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2021. H.6. Investigation: one used primary set, model 2420-0007, was received by the customer for investigation. Upon close visual inspection, some damage was noted at the top of the silicon pumping segment. No other defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the silicon pumping segment close to the upper fitment. The customer's complaint that the tubing was leaking was verified. A device history record review for model 2420-0007, lot number 21035233 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21035233 regarding item #2420-0007. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing leaked during use. The following information was provided by the initial reporter: "tubing was leaking."